Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's father reported that they were not getting insulin. The customer's father mentioned that there was crack by the battery compartment. The customer's blood glucose was 220 mg/dl at the time of incident. The customer's blood glucose was 450 mg/dl at the time of hospitalization. The customer's blood glucose was 240 mg/dl at the time of call. The customer's father stated that they were throwing up. The customer's father stated that they were given insulin drip to treat the blood glucose. The customer's father stated that they were wearing the insulin pump during hospitalization. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.